Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose rose to 411 mg/dl due to an infusion set detachment. The patient had not treated for the high blood glucose at the time of call, but she planned to treat with the insulin pump. The customer stated that the infusion set tubing came apart. She confirmed that there was not stress or pull on the tubing, and that the insulin pump was not dropped with the infusion set connected to her body. The customer was advised to change her infusion set. Troubleshooting for the high blood glucose was declined. The customer also mentioned that the infusion set detachment incident was the third one of its kind since she began insulin pump therapy. No products were returned or replaced.